Event description:
It was reported that a device was used during a low anterior resection. The surgeon could not remove the device from the bowel once it was fire. The device was cut out of the bowel. A colostomy was placed and an additional 3 hours were needed to complete the case.